Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 23.6 mmol/l with emesis, abdominal pain, chest pain and nausea associated with an alleged display issue. Reportedly, the patient was treated at the hospital by a healthcare provider and it was unknown what treatments the patient received. During troubleshooting with customer technical support, it was reported that the pump had a blank screen and when a battery was put in, it would make start up noises. It was then noted that since the patient was unable to see the screen, they were unable to properly bolus after each meal. The patient was trying to press buttons based on memory. The patient did not have an alternate form of insulin delivery at the time. This complaint is being reported because the patient experienced hyperglycemia associated with user error.

Manufacturer narrative:
Follow-up #1: date of submission 12-mar-2019 device evaluation: the device has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: during investigation, the pump booted a blank screen with audible and vibratory notifications. Due to a blank screen, there were certain steps that were unable to be tested. According to the black box download, the pump alarmed cs 12,052,054 after a replace battery on 29-aug-2018 with deliveries not being resumed. The cs alarms were related to the slave processor . End user code was unable to loaded to the slave processor during investigation indicating a slave processor defect. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.